Event description:
Diagnostic images were received indicating that several electrodes seem to be out of cochlea.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.